Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had foreign objects at the nozzle and a burn at the c-cover. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the burn at the c-cover was traced to a component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.